Event description:
It was reported patient was pregnant and did not use or recharge the device. Subsequently, the device was overdischarged. After the pregnancy, the patient had moved and had the recharger in storage. The patient was able to recharge following the overdischarge steps, however, impedance readings were > 3600 ohms and the patient had no stimulation. The patient was scheduled for a revision. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.